Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and/or deformation of articulating surfaces."

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2002. Subsequently, a revision procedure was performed on (B)(6) 2013 due to wear of the tibial bearing. The tibial bearing was removed and replaced.